Manufacturer narrative:
No definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or info provided with the device.

Event description:
The company was made aware of legal action being taken by a charlie artificial disc patient. Patient was implanted with charlie disc in 2006 at spinal location l5/s1. Patient is reported to have continued pain.